Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 330 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 419 mg/dl. The customer took a manual injection. The patient stated that none of the button on her keypad are responsive. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.